Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient received too much magnesium sulfate. The patient had a medication order for magnesium sulfate 2g/50ml over 2 hours. After 40 minutes of starting the medication, the clinician noticed that most of the medication had been infused. The pump data showed there should be 1h 20 min remaining, with 34ml of medication left. It was noted that when the tubing was taken out of the pump module, the clamp was noted to be secure in place in machine. The pump module has been pulled out of circulation and sequestered. There was patient involvement but no harm.

Event description:
It was reported that a patient received too much magnesium sulfate. The patient had a medication order for magnesium sulfate 2g/50ml over 2 hours. After 40 minutes of starting the medication, the clinician noticed that most of the medication had been infused. The pump data showed there should be 1h 20 min remaining, with 34ml of medication left. It was noted that when the tubing was taken out of the pump module, the clamp was noted to be secure in place in machine. The pump module has been pulled out of circulation and sequestered. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information: imdrf annex a, c, d and g codes.

Event description:
It was reported that a patient received too much magnesium sulfate. The patient had a medication order for magnesium sulfate 2g/50ml over 2 hours. After 40 minutes of starting the medication, the clinician noticed that most of the medication had been infused. The pump data showed there should be 1h 20 min remaining, with 34ml of medication left. It was noted that when the tubing was taken out of the pump module, the clamp was noted to be secure in place in machine. The pump module has been pulled out of circulation and sequestered. There was patient involvement but no harm.